Manufacturer narrative:
No devices and photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #42532007101, persona stemmed cemented tibial component, lot #62892259; manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection.